Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that a patient has experienced post-operative migration of two everest set screws at s1. Revision surgery has not been performed. This report captures the first of two everest set screws.

Event description:
A patient was revised to address two migrated everest set screws at s1. During the revision, the surgeon identified two additional migrated everest set screws at l3. This report captures the first of two migrated everest set screws at s1.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion. H3 other text : device remains implanted.

Event description:
A company representative reported that a patient has experienced post-operative migration of two everest set screws at s1. Revision surgery has not been performed. This report captures the first of two everest set screws.